Manufacturer narrative:
A report was rec'd that a cypher select sds was associated with inflation difficulty. The event involved a female pt with a history of stable angina. Initially the pt was admitted with cad and underwent an angiogram that revealed a lesion in her mid lad that was described as 99% occluded, un-calcified and tortuous. The safety and effectiveness of the cypher stent has not been established in these types of vessels and/or lesions. The product is reported to have appeared normal when removed from its packaging and prepped normally. The mid lad lesion was pre-dilated prior to the introduction of a 3.50 x 28mm cypher select stent to the target lesion; though a small amount of resistance was reported. The procedural physician was unable to inflate the balloon and deploy the stent. The product was removed without injury to the pt. The procedure was completed successfully with another product. A clinically used cypher select sds was returned for analysis. The stent was still correctly mounted on the balloon. Residuals of crystallized inflation medium were observed inside the inflation lumen and the balloon. After the residuals of crystallized inflation medium were dissolved out of the inflation lumen, the balloon could be inflated and deflated without any difficulty. The stent started to deploy at approx 5 atms. The used inflation medium is a mixture (50/50) of saline and contrast medium (renocal 76). Cross sectional analysis performed on the transition seal area and microscopic examination of the luer hub revealed no anomalies that might have caused the reported inflation difficulty experienced by the customer. A device history record review was performed and showed that this lot of proudcts met all requirements per the applicable manufacturing quality plan. A 100% visual inspection and leak test was performed. All functional tests, including multiple inflation test, passed. The reported inflation difficulty experienced by the customer was not confirmed during analysis. Conclusion: based on the info provided, there are vessel factors that may have contributed to this event.

Event description:
Percutaneous coronary intervention (pci) was being performed on a 99% occluded lesion in the left anterior descending artery (lad) that was tortuous, the balloon could not be inflated.